Event description:
Complainant alleged that the medics were attempting to monitor a male pt in his sixties who had suffered a stroke, but they were unable to switch the device to manual mode in order to observe the pt's heart rhythm on the monitor screen. The medics twice tried to turn the device's key switch from semi-automatic mode the manual mode, but the key would not turn either time. They then shut the device off, and then powered on again, and attempted five or six times to turn the key switch, but they were unable to turn the device key. The medics were able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.

Manufacturer narrative:
The zoll technical service department was unable to duplicate the reported malfunction, however, a loose hex nut was found on the bottom of the key switch assembly. This may have contributed to the reported problem. After securing the hex nut, the device met all performance specifications.